Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the high impedance on the left side was noted to be >14,000-15,000 ohms on (B)(6) 2015. The date of the event was updated to be (B)(6) 2015.

Event description:
Additional information clarified that the insulation damage was resolved, but the high impedance was not.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389028101, lot# b0231131k, implanted: (B)(6) 2004, product type: lead. Product ID: 3389, serial# (B)(4) implanted: (B)(6) 2004, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4)implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension.

Event description:
Information received via a healthcare professional from a clinical study via a representative reported a neurostimulator was explanted (B)(6) 2015 and replaced. System modification occurred (B)(6) 2015 and the extensions were explanted and replaced. It was noted the impedances were not all in range. No symptoms had been reported and no diagnostics or troubleshooting had been performed. The issue was resolved at the time of report. Patient's medical history included parkinson's disease diagnosed in 2000. Additional information received (B)(6) 2016 reported an impedance test was performed a day after system modification.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s reports #3007566237-2019-00243 and #9614453-2016-05786 was already reported in this report (#3007566237-2016-03332). Any additional information will be submitted as a supplemental submission to this report. B1/b2/h1: no serious injury occurred. This was incorrectly identified as reportable for serious injury; however, the event involving the explanted ins and extensions were reported in report #3007566237-2016-03332. The date of this event (B)(6) 2015 was the date of re-implant of new ins and extensions which is when the physician discovered the high impedance and lead damage. B5: additional review indicated that the initial report of ins and extension explant was reported in manufacturer's report #9614453 -2015-01603. The event reported in this report #3007566237-2016-03332 occurred on the date that the ins and extensions were replaced. This has been corrected and further clarified in section b5 of this supplemental report. D11: product ID: 3708695 , serial# (B)(4), implanted: (B)(6) 2015, product type: extension , product ID: 3708695 , serial# (B)(4), implanted: (B)(6) 2015, product type: extension , product ID: 3389028101 , serial# (B)(4), implanted: (B)(6) 2004, product type: lead , product ID: 3389 , lot#: unknown, implanted: (B)(6) 2004, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study via a representative reported a neurostimulator was explanted (B)(6) 2015 and replaced. System modification occurred (B)(6) 2015 and the extensions were explanted and replaced. It was noted the impedances were not all in range. No symptoms had been reported and nodiagnostics or troubleshooting had been performed. The issue was resolved at the time of report. Patient's medical history included parkinson's disease diagnosed in 2000. Additional information received september 16, 2016 reported an impedance test was performed a day after system modification. Additional information received reported impedances between 7630-15900 ohms for electrode combinations c<(>&<)>0, c<(>&<)>1, c<(>&<)>2, 0 <(>&<)>3, 1<(>&<)>2 and 1<(>&<)>3 for the left hemisphere with amplitude at 1.5 on december 21, 2015. The patient's settings was c+1-, 1.5 volts, pulse width 90 for the left and c+9-, 1.5 volts and pulse width 90 for the right. Impedance was checked for all pairs and the impedances ranged from 1464 ohms to 15900 ohms for the left hemisphere while impedances ranged from 1142 ohms to 2884 ohms with the right hemisphere. On december 22, 2015, the patient was programmed to 2.0 volts with a pulse width of 90 on the left and 2.0 volts with a pulse width of 120 on the right. The impedances for the left side measured between 7255 ohms and 15431 ohms. The amplitude was then changed to 2.2 volts with a pulse width of 90 on the left and 2.2 volts with a pulse width of 120 on the right, which resulted in impedance values of 1477 ohms to 15431 ohms for all pairs on the left hemisphere. Additional information was received. When the ins and extensions were re-implanted, the surgeon saw the insulation of the right lead was damage about a few centimeters during the procedure. The surgeon elected to cover the damaged part of the lead with silicone kit. After closing the wound and interrogating the device, high impedance was seen on the left lead. Diagnostic methods also noted high impedance from the right lead. Impedances were reported between 7710 ohms and 14990 ohms on c/0, c/1, 0/1 and 0/2 per impedance check 21-dec-2015. The event was reported to have resolved without sequelae 01-dec-2016; however, it was also noted it was unresolved with no further action planned, so the outcome is not clear. Follow-up will be performed to clarify the event outcome. Etiology was related to device/therapy and possibly related to implant procedure.

Manufacturer narrative:
The device code (B)(4) is no longer applicable to the event upon further review. The device code listed is applicable now.

Event description:
Additional information received reported impedances between 7630-15900 ohms for electrode combinations c<(>&<)>0, c<(>&<)>1, c<(>&<)>2, 0 <(>&<)>3, 1<(>&<)>2 and 1<(>&<)>3 for the left hemisphere with amplitude at 1.5 on (B)(6) 2015. The patient's settings was c+1-, 1.5 volts, pulse width 90 for the left and c+9-, 1.5 volts and pulse width 90 for the right. Impedance was checked for all pairs and the impedances ranged from 1464 ohms to 15900 ohms for the left hemisphere while impedances ranged from 1142 ohms to 2884 ohms with the right hemisphere. On (B)(6) 2015, the patient was programmed to 2.0 volts with a pulse width of 90 on the left and 2.0 volts with a pulse width of 120 on the right. The impedances for the left side measured between 7255 ohms and 15431 ohms. The amplitude was then changed to 2.2 volts with a pulse width of 90 on the left and 2.2 volts with a pulse width of 120 on the right, which resulted in impedance values of 1477 ohms to 15431 ohms for all pairs on the left hemisphere.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.